Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer states that some of the sensor wire may be stuck in the body. The customer was informed that an x-ray would determine if the cannula was stuck in their body. The customer's blood glucose was unknown at the time of the incident. Customer states that the sensor cannula was intact. The customer did not troubleshoot and did not send the product back for analysis.